Event description:
It was reported that a pericardial tamponade occurred. A watchman access system (was) double curve was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After deployment, a cardiac perforation was seen to the distal end of the laa. A pericardial effusion and subsequent tamponade occurred for which a pericardiocentesis was attempted. Ultimately, patient was sent to surgery where a sternotomy was performed and the laa was clipped. Patient is stable and has been discharged.